Event description:
On (B)(6) 2016, information was received from a company representative and a healthcare provider (hcp) regarding a (B)(6) year-old, female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6) 2016, the patient was admitted to the hospital due to a suspected heart attack. The patient was intubated and not responsive. The pump was interrogated and the logs showed a motor stall occurred on (B)(6) 2016 followed by a stopped pump period may exceed tube set 48 hours later with no recovery. It was unknown if the patient had had a magnetic resonance imaging (MRI). The patient's last refill was in (B)(6) 2016. Once the patient was stable and extubated, they planned to look into potential pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.